Event description:
(B)(6) clinical study.. It was reported that a vessel dissection occurred. In (B)(6) 2010, the subject was diagnosed with q- wave stemi (st elevation myocardial infarction) and cardiac catheterization was recommended. Target lesion #1 was a de-novo culprit stemi lesion located in the proximal rca (right coronary artery)with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with direct stent placement using two overlapping 3.50 x 28 mm and 3.00 x 12 mm taxus liberté stents. It was noted that after placement of the 3.50x28mm taxus liberte stent, a grade a dissection was noted at the distal segment of the stent, which was treated with the 3.00x12mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Two days later the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).